Event description:
It was reported that the user experienced hyperglycemia after consuming soda and graham crackers without announcing a meal to the ilet, with blood glucose reaching 209 mg/dl and remaining above range for approximately 30 minutes before flattening; no device alerts or alarms were reported, and no back-up therapy or medical intervention occurred. Symptoms included no acute clinical effects. Outcomes included transient elevation of blood glucose without functional impairment or need for medical care. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and that the event was consistent with unannounced carbohydrate intake managed by the device¿s correction algorithm. It was concluded that the device functioned as intended and that the cause of the hyperglycemia was unclear due to unannounced intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance